Event description:
The olympus representative reported (on behalf of the customer) that the telescope ultra 10mm lens was off its original position. There were no reports of patient harm, no delays and no procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was confirmed that due to the lens inside the tube being misaligned, the image was shadowy. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.